Manufacturer narrative:
Bayer case number: (B)(4). Their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy [device dislocation] experiencing heavy bleeding episodes [genital bleeding] depression [depression] anxiety [anxiety] pain and sufferings that the patient went through [pelvic pain female]. Case narrative: this spontaneous case was reported by a family member and describes the occurrence of device dislocation ("their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), genital haemorrhage ("experiencing heavy bleeding episodes"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain and sufferings that the patient went through"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation had resolved. The outcomes for genital haemorrhage, depression, anxiety and pelvic pain were unknown. No causality assessment was received for essure with regard to genital haemorrhage, depression, anxiety, device dislocation or pelvic pain. The reporter commented: caller advised that his wife had the essure administered in 2010 for contraception. However, the patient has been experiencing heavy bleeding episodes, depression and anxiety for the last couple of years. Their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy. They're seeking reimbursement for all their medical bills, along with the pain and sufferings that the patient went through. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy [device dislocation], experiencing heavy bleeding episodes [genital bleeding], pain and sufferings that the patient went through [pelvic pain female], depression [depression], anxiety [anxiety]. Case narrative: this spontaneous case was reported by a family member and describes the occurrence of device dislocation ("their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), genital haemorrhage ("experiencing heavy bleeding episodes"), pelvic pain ("pain and sufferings that the patient went through"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation had resolved. The outcomes for genital haemorrhage, pelvic pain, depression and anxiety were unknown. No causality assessment was received for essure with regard to genital haemorrhage, depression, anxiety, device dislocation or pelvic pain. The reporter commented: caller advised that his wife had the essure administered in 2010 for contraception. However, the patient has been experiencing heavy bleeding episodes, depression and anxiety for the last couple of years. Their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy. They're seeking reimbursement for all their medical bills, along with the pain and sufferings that the patient went through. It was not sent to legal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-nov-2024: it was confirmed that, it wasn´t sent to legal. Annex e code added to event pelvic pain female. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy [device dislocation] experiencing heavy bleeding episodes [genital bleeding] depression [depression] anxiety [anxiety] pain and sufferings that the patient went through [pelvic pain female] case narrative: this spontaneous case was reported by a family member and describes the occurrence of device dislocation ("their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), genital haemorrhage ("experiencing heavy bleeding episodes"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain and sufferings that the patient went through"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation had resolved. The outcomes for genital haemorrhage, depression, anxiety and pelvic pain were unknown. No causality assessment was received for essure with regard to genital haemorrhage, depression, anxiety, device dislocation or pelvic pain. The reporter commented: caller advised that his wife had the essure administered in 2010 for contraception. However, the patient has been experiencing heavy bleeding episodes, depression and anxiety for the last couple of years. Their hcp has determined that one of the cords has protruded out of the fallopian tube. Consequently, the patient underwent hysterectomy. They're seeking reimbursement for all their medical bills, along with the pain and sufferings that the patient went through. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.